Event description:
Boston scientific crm received information via a latitude red alert that this right ventricular (rv) lead exhibited a shock impedance of less than 20 ohms. An attempt to obtain additional information has been made. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.